Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room after hearing beeping in his defibrillator. The patient was checked out, and the device remains implanted. No patient complications were reported as a result of this event.